Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is nearing its end of service. Surgical intervention may take place at a later date.

Manufacturer narrative:
A system displaying ¿end of life¿ message was reported to abbott. The ipg was explanted. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02281, 3006705815-2023-02282. Additional information received indicates the ipg was inoperable prior to the procedure. During the procedure it was observed the leads had migrated. Surgical intervention took place where the system was explanted.